Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels (462 mg/dl) caused by the pump malfunctioning. Customer also had a small amount of ketones present. Customer was treated with intravenous insulin and saline drip and released from the hosp the same day.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.